Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient were not crossed over. A technical support specialist (tss) dialed into the server and verified that the last successfully processed xml time and last heartbeat time were current. The device connection status showed no disconnection flag, and the critical override reason indicated sync down or sync delayed. Sync information from the website confirmed the last upload time was current. The user was able to remove medication and perform inventory on the device, and no errors were observed on the device screen. The system functioned as intended when the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple station showed disconnected mode the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.